Event description:
After 6 months of implantation, this ICD was explanted because during a routine follow-up, it was reported that there was high lead impedance, low r waves, high thresholds and possible micro lead dislodgement. Upon re-intervention, the physician requested the ventricular sensitivity be programmed to 4.0mv and induced ventricular fibrillation; the device failed to shock the patient. It was reported that the physician refused to continue testing and explanted the device. Note: the biotronik lead was also removed during the re-intervention.

Manufacturer narrative:
The analysis from the manufacturer is pending.